Manufacturer narrative:
It was reported that mesh was implanted due to stress urinary incontinence. It was also reported that patient underwent removal of product due to bladder pain.

Manufacturer narrative:
It was reported that patient underwent cystoscopy and anterior vaginal wall exploration with removal of midureteral sling and excision of anterior vaginal wall cyst on (B)(6) 2012 due to pelvic pain secondary to previous bladder neck suspension. It was reported that patient underwent cystoscopy with removal of foreign body on (B)(6) 2011 due to foreign body in bladder wall. It was reported that patient underwent lap. Lysis of adhesions and lso on 08/13/2010 due to chronic pelvic pain.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).